Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had srm failed continuously due to bad 12ft cable. The field service engineer replaced the cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had an issue with the remote manager. The customer stated that the mb4-1 fridge lock getting constant failure to lock warnings causing the user to recover storage space at least once a day. There were no adverse events or injuries reported based on this event.